Event description:
According to the information provided by the surgeon, the svg to the rca (segment 3) was anastomsed with an aortic connector and the lita to the lad was anastomosed with suture. Intraoperative course was routine with no problems, good distal run off from all anastomosed grafts and the size of the target rca coronary was 1.5 mm (ID). Six hours postoperatively, the patient developed st elevation (duration unknown). The following day, the patient developed cardiogenic shock with what appeared to be a posterior lateral infarct. Cardiac catheterization demonstrated the svg was 100% occluded from the ostium down to the coronary anastomosis and the coronary artery was 100% occluded at the site of anastomosis. Ptca was performed at the distal anastomosis of the rca with good result. The surgeon stated that on ptca the occlusion appeared soft and believed that the occluded material was thrombus. The patient was supported by pcps and iabp for 18 days before they expired. Angiograms will be forwarded.